Event description:
Boston scientific received information that the patient implanted with this pacemaker and another manufacturer's right ventricular (rv) lead experienced syncopal episodes. Noise was observed on the rv channel which was reproducible. The noise was oversensed and resulted in pacing inhibition. The length of the pacing inhibition was unknown, however was possibly greater than two seconds. An invasive procedure was performed to replace the device and lead. Difficulty was experienced getting the locking stylet into the lumen of the lead. There was a concern the lead was fractured, however, could not be confirmed visually. Threshold measurements had increased, while other lead diagnostics remained stable. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.